Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that the customer's insulin pump case was breaking at the reservoir tube lip and it was scratching her. She also stated it was barely holding in the reservoir and tape was being used to prevent the reservoir from falling out. The customer's blood glucose was 270 mg/dl. The customer changed out the set and used the insulin pump to treat. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.